Manufacturer narrative:
(B)(4).

Event description:
The pt experienced withdrawal for 3 weeks. Specific withdrawal symptoms were not reported. The pt's physician no longer serviced the pump and the pt could not get her pump refilled. The pt wanted the pump replaced due to the pump alarming. The pump alarm was due to either low battery or low reservoir. It was additionally reported the pt was referred to a different pump managing physician and a surgeon for pump replacement. The pt's pump replacement surgery was scheduled for (B)(6) 2010. The surgery was then cancelled due to pt illness. As of (B)(6) 2011, it was unk by the reporter why the pt had not rescheduled surgery. Additional information has been requested, but was not available as of the date of this report.